Event description:
It was reported that after insertion of the intraocular lens (iol) into the patient's eye, the haptics were stuck to the optic. It was stated that the haptics were released with the phaco spatula and/or pusher or by long rinsing with rinsing solution. No additional intervention was required.

Manufacturer narrative:
The intraocular lens remains implanted. Prior to release to market the intraocular lens met all manufacturing specifications. A manufacturing records reviewed indicated that all tests results showed a pass condition with the device manufactured according to specifications. No nonconformance (ncr) was generated.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.